Manufacturer narrative:
(B)(4). The analysis results found that the cdh29 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure the registrar could not tell whether the instrument misfired or if the knife had not cut! The registrar couldn't remove the gun as it seemed stuck within the anastomosis. Opened device further one turn on top of the 3/4 initial turn and still couldn't get gun out with an uncomfortable amount of tugging and wouldn't reclose the gun as hadn't a clue what had happened during firing. Cut the sutures on the outside and eventually got the gun out and did a flex sigmoid and the anastomosis looked okay as did air leak test. The staple line appeared to be intact after the surgeons was finally able to remove the device. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.